Event description:
Philips received a report where the customer was performing a thyroid uptake scan and did not mask the pill. Not performing, the pill masking contributed to obtaining incorrect scan results. This was recognized by the clinician and no mistreatment or misdiagnosis resulted due to this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal (B)(4).